Event description:
Pt called to notify us that 2 of her cassettes leaked when her husband filled them. They leaked from the inside bag and out into the heard plastic cover. States she never used these 2 because they leaked right off before she ever connected to them.